Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a capsulorhexis tear in patient's left eye during laser assisted cataract surgery. The capsulorhexis tear was mild in severity. During femto laser, the capsulorhexis was incomplete due to liquefied lens matter escaping into the anterior chamber. The capsulorhexis was only half way done. The capsulorhexis extended while completing with forceps. The capsulorhexis tear extended to the periphery during phacoemulsification. The nucleus started tilting. A moderate posterior capsule tear was noted in the area of the capsulorhexis tear. No vitreous disturbance. A three piece acrylic posterior chamber intraocular lens (iol) was placed in the sulcus. Iol is well centered and stable.

Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).